Event description:
It was reported that ongoing intermittent occlusion alarms occurred. As a result of the issue, the customer's blood glucose level exceeded normal thresholds; however, the specific value was not provided and was displayed as "high." To manage the high blood glucose, the customer administered a correction bolus via the pump and did not require assistance from a third party. After the incident, insulin was successfully resumed, but no further corrective actions were reported.